Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that t-wave oversensing reoccurred on the right ventricle (rv) lead. The rv lead was reprogrammed, which resolved the t-wave oversensing.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea on exertion, which may be due to chronotropic incompetence secondary to the right ventricular lead oversensing t waves or may be due to persistent atrial fibrillation (af). The lead was reprogrammed to resolve the oversensing and it remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.